Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Faulty...the string that should be on the bottom of the tampon is at the top [device physical property issue]. Case narrative: consumer reported via social media that the tampon strings are faulty. No injury was reported.